Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n383181, implanted: (B)(6) 2013, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that patient fell and cracked her tailbone on (B)(6) 2013, and stimulation changed around the same time. It was noted x-rays had not been performed and no one had checked to see if the patient's leads had moved. A manufacturer representative reprogrammed the patient on (B)(6) and stimulation was great until she was walking out to her car when stimulation hit her legs and her legs "always go crazy." The patient had to stop on the way to her car then walked slowly to her car. The patient turned down stimulation once at her car. It was reported the manufacturer representative went from "4 working leads reduced down to 2 leads." Additional information received reported the patient needed to turn down stimulation. It was reported the issue was resolved with a "simple fix" and no further intervention needed. The patient recovered without sequelae.